Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the small horizon clip applier instrument to perform failure analysis. The instrument was analyzed and found to have multiple input disks broken. Input disk #7 was found completely detached from the base of the housing. Hairline cracks were found on input disk #6. As a result, the grips lost tension. Other backend components adjacent to the broken inputs do not show damage.

Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi has not received the RMA to confirm/identify the failure mode. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when dissecting the mammary artery, the surgeon used the small horizon clip applier to clip the collateral vessel. By closing the applicator, the articulated part of the instrument rotated at the same time. The procedure was completed as planned with no reported injury using a backup instrument. Intuitive surgical inc.(isi) followed up with the csr and obtained the following additional information: when the surgeon tried to close the clip during the first clip application, there was some movement observed with the clip applier (not in opposite or reverse direction than commanded by surgeon). The surgeon moved the instrument away from tissue and the instrument was removed. There was no injury to the patient. Small clip was used. There are no photos and/or videos of this event available for isi review.